Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, first mitraclip xtw was inserted and leaflets were grasped. When the lock was checked, clip relaxed to more than 20 degrees. Device was removed from the patient. Second mitraclip xtw was inserted and leaflets were grasped. When the lock was checked, clip opened. Device was removed from the patient and the procedure was discontinued. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.